Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> complaint description: depuy17-27. (B)(6) was subject to a left hip replacement at (B)(6) on (B)(6) 2010. Following the primary surgery, the patient accuse pain at the left hip as well as high ions level cr/ co. A revision surgery was performed on (B)(6) 2016 to remove the depuy implant. The complaint, originally (B)(4), was updated after receiving x-rays and a request from (B)(4) for a DHR review. No products were returned but medical records were originally returned and fully evaluated, the results of which were documented in (B)(4), a copy of which can be found attached in this complaint in the notes and attachment section. This investigation is only reviewing the new information that has since been provided. From the information reviewed, no changes were required to the previous investigation conclusions. The complaint shall be closed with an undetermined conclusion. It shall be entered onto the complaints database and monitored through trend analysis. Should further information be received, then the complaint shall be reviewed and further investigation completed as required. Device history lot ==> 2990867. Device history review ==> no anomalies found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
After review of medical records for MDR reportability, clinic visit reports tumefaction which increases with range of motion. MRI reports joint effusion. Ultrasound scan reports evidence of corpuscle collection of approximately 9 cm.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(B)(4). Mr (B)(6) was subjected to a left hip replacement at (B)(6) in (B)(6) on (B)(6) 2010. Following the primary surgery, the patient accuse pain at the left hip as well as hgh ions level cr/ co. A revision surgery was performed on (B)(6) 2016 to remove the depuy implant. Update 26 jul 2017: additional information received. Added part and lot information. There is no new information added. This complaint was updated on: aug 17, 2017. Update 17 aug 2017: medical records received. After review of medical records for MDR reportability it was reported that the patient was revised to address pain. There is no revision note and laboratory values provided. This complaint was updated on: aug 17, 2017.